Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a large intraparenchymal hemorrhage. Their international normalized ratio (inr) was reversed on (B)(6) 2021 at around 1500 before going for a craniotomy. A review of the log file found a yellow wrench "clock not set" events from the beginning of the log and continued until the clock was synced via system monitor on (B)(6) 2021 at 1731. Typically this occurs when the 14v battery power is depleted along with the backup battery in the controller resulting in stopping the pump and resetting the internal clock in the controller. The pump power was stable throughout the log with powers mainly between 6-7w. Also noted the data logger was turned on to record every hour. On the morning of (B)(6) 2021, there was been an increase in the frequency of pi events. Additional information revealed that the patient passed away on (B)(6) 2021 due to an intracranial bleed.

Event description:
Related manufacturer report number: 2916596-2021-06315.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, review of the log file provided by the account revealed a controller clock reset. A specific cause for the reset could not be conclusively determined; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery. The submitted log file contained approximately 124 lines of data captured at the default timestamp of (B)(6) 2001 1:00:00, resulting in active yellow wrench advisories associated with real time clock not set alarms. A specific cause for the controller clock reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery before the events captured in the log file. This sequence of events would have resulted in a pump stoppage. Upon restoration of power to the system controller, the timestamp reverted to the default of (B)(6) 2001, per design. Following this data range, the clock was properly synched, and the file recorded another 116 lines of data from 17:31:14 on (B)(6) 2021 through 6:30:32 on (B)(6) 2021. Pump power, estimated flow, and average pulsatility index (pi) typically ranged from 5.9-7.5 watts, 4.2-6.8 lpm, and 1.3-5.2, respectively. No significant fluctuations in pump parameters were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The specific cause for the controller clock reset was unknown. It was reported that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04mar2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The related manufacturer report number that was included in the previous report (2916596-2021-06315) was voided and should be disregarded.